Event description:
After I received the essure, I started having incontinence issues, then bladder infection, kidney infection, migraines, pain in vulva, pain in vagina, itching, burning, lichen sclerosis, bladder cancer which moved to ovaries. Now pain in hip and lower back.